Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had experienced high blood glucose level of 477 mg/dl. The customer had symptoms such as severe hyperglycemia. Customer's blood glucose value was 477 mg/dl at the time of the call. Troubleshooting was not performed. Customer stated that blood glucose came down with no issue and no symptoms reported. The product was not returned for analysis.